Event description:
Per importer's MDR: the consumer reported that the arm of the shower chair would not hold in position because the lever was broken. This issue could cause product instability and injury to the user.

Manufacturer narrative:
There is no way of knowing whether this device was manufactured by foshan r. Poon medica products co., ltd since there was no model number provided and the device was not returned for evaluation.